Event description:
According to the facility, when we go to inject a patient's body part there is a large amount of resistance and cannot push the steroid or lidocaine through the needle.

Manufacturer narrative:
According to the facility, when we go to inject a patient's body part there is a large amount of resistance and cannot push the steroid or lidocaine through the needle. You could not push the last 1cc of medications into the patient. The facility stated it would lead to pulling the needle out and having to reinject the patient. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Expiration dates (unable to enter more than 1 expiration date in section d- each lot has it's own expiration date): lot 221203: 2027-11-03. Lot 231115: 2028-10-15. Lot 231227: 2028-11-27.